Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported inconsistent nibp readings on the unit. He tested the unit using a simulator, different hoses, and different cuffs, and results remain inconsistent. Diastolic readings appear to fluctuate and are not reliable. No error messages were displayed. The customer requested a quote for replacement of the nibp pump assembly. The rse provided the customer information for a replacement nibp pump assembly to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be the nibp pump assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported incorrect blood pressure readings on the device, occurring randomly out of 5 checks. The device was in use on a patient at the time of the event, there was no adverse event reported.